Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient stated the wound over device took almost a year to heal, requiring an additional surgery. The field representative contacted the physician and was notified that the patient and physician are in contact. The field representative was unable to obtain any further information on a secondary procedure related to a wound not healing. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.